Event description:
Pt to or for ant. Conveal corpectomy with plate fixation. Physician using angle handpiece. During procedure oil bubbles of non-sterile oil, leaked at joint of handpiece above angled connection. Procedure stopped; physician regloved and new handpiece used, without further complications.